Event description:
It was reported the physician inserted the needle into the right subclavian and aspirated air. The physician knew it was the hub that was cracked. He used ultrasound to check the positioning of the needle and found the needle was in the correct position. He continued to insert the cvc and completed the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The photo revealed one large crack in an 18 ga introducer needle hub. The damage is consistent with previous needle hub crack issues. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photo. The needle hub contained at least one large crack. A device history record review was performed with no relevant findings. Based on the customer report, the supplied photo, and input from r & d, the root cause for this complaint is design related. A CAPA has been previously initiated to address the issue of cracked needle hubs for the hub type involved with this complaint. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician inserted the needle into the right subclavian and aspirated air. The physician knew it was the hub that was cracked. He used ultrasound to check the positioning of the needle and found the needle was in the correct position. He continued to insert the cvc and completed the procedure. No patient harm reported. The patient's condition is reported as fine.